Manufacturer narrative:
Continuation of concomitant medical products: dtba1d1, crt-d, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent oversensing. It was noted that the patient underwent an ablation procedure. The ra lead remains in use. No patient complications have been reported as a result of this event.